Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D.3 common device name: system, test, automated antimicrobial susceptibility. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there was misidentification. The following information was provided by the initial reporter: (B)(6) 15:32:10 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. Did a serious injury occur? No. Did erroneous results occur? Yes. If yes, detailed erroneous results (include # of errors and type): what result did the customer obtain from the bd product? High mics, misidentifications of organisms. What result was the customer expecting to obtain (if different from the obtained result). Was this a qc, validation, or proficiency test? No. Was patient treatment changed as a consequence of the issue with results? No. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No. Customer reporting increased resistance, and miscellaneous erroneous ids with use of nmic/ID 307. Suspected case of ap contamination (case (B)(6)).

Manufacturer narrative:
H6. This complaint is for increased resistance, and miscellaneous erroneous ids when using phoenix panel nmic/ID 307 (449289) batch number unknown. The customer did not provide panel returns, isolates or lab reports for the investigation. See associated case of suspected ap contamination (case (B)(4)). Follow up with the customer by bd technical services indicates that the customer has performed intensive ap decontamination procedures and reports that panel results are now within expectations. Based on the follow up details provided by the customer, the panel batch in question is not considered to be defective. A review of quality notifications could not be performed as no batch number was provided. A review of complaints could not be performed as no batch number was provided. Based on the overall investigation performed, this complaint is unable to be confirmed for a panel performance issue. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h10.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there was misidentification. The following information was provided by the initial reporter: wed mar 15 15:32:10 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did a death occur? No did a serious injury occur? No did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? High mics, misidentifications of organisms 2. What result was the customer expecting to obtain (if different from the obtained result) 3. Was this a qc, validation, or proficiency test? No 4. Was patient treatment changed as a consequence of the issue with results? No 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No customer reporting increased resistance, and miscellaneous erroneous ids with use of nmic/ID 307. Suspected case of ap contamination (case (B)(4)).